Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and perceived 2:1 heart block on current electrocardiogram (egm) due to t wave oversense, post biventricular pace resulting atrial event in refractory. The right ventricular (rv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.